Manufacturer narrative:
G4:06nov2020, b4:25nov2020 . The field service engineer (fse) could not confirm the failure. The customer declined to have the repair at this time. If further information is obtained, this complaint will be reopened. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31aug2020.

Event description:
The customer reported a ventilator with an unspecified error. There was no patient involvement or harm.